Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that the one-year trend data for the right ventricular (rv) lead showed a significant drop in intrinsic amplitude from 0.9mv to between 0.7-6mv. This could be the oversensed ap signal on the rv channel. The pacing impedance measurements also reduced around the same time from 730 ohms to 496 ohms. Rv threshold was variable at 0.6 to 2v with a shock impedance of 54 ohms to 66 ohms. Ts recommended to investigate the position and mechanical integrity of rv lead and considered programming options. Ts suggested to consider an x-ray imaging of the device and lead system to evaluate for any visible problems or displacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing. Upon review of the presenting electrogram (egm), technical services (ts) stated that the one-year trend data for the right ventricular (rv) lead showed a significant drop in intrinsic amplitude from 0.9mv to between 0.7-6mv. This could be the oversensed ap signal on the rv channel. The pacing impedance measurements also reduced around the same time from 730 ohms to 496 ohms. Rv threshold was variable at 0.6 to 2v with a shock impedance of 54 ohms to 66 ohms. Ts recommended to investigate the position and mechanical integrity of rv lead and considered programming options. Ts suggested to consider an x-ray imaging of the device and lead system to evaluate for any visible problems or displacement. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.